Event description:
It was reported that the patient did not show any improvement ten days after implantation. The surgeon performed a test on the valve and determined that it was stuck. The surgeon then explanted the shunt.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.